Manufacturer narrative:
The strips were not returned by the customer, however, the strip lot was obtained during a review of the meter memory. Relevant retention test strips (206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). No error messages occurred. Retention samples were acceptable. The customer returned the suspect meter. The obtained qc values were in the allowed range of the used combination master lot strips. All measurements were without error messages. The returned material meets specification.

Manufacturer narrative:
The customer has discarded the suspect test strips.

Event description:
The customer indicated that on (B)(6) 2015 he received an incorrect result of 2.0 inr on his coaguchek xs meter with serial number (B)(4). The customer took his normal dose of coumadin (10 mg) at 5:00 p.m. He called to report this result to his physician, however, since this occurred on the weekend, he was unable to reach anyone. One day later the customer had a stroke. He called 911 between 11:00 a.m. And 1:00 p.m. On (B)(6) 2015. The customer was admitted to the hospital on (B)(6) 2015. His inr in the hospital was 1.2 inr. He doesn't remember the specific treatment he received. The customer remained in the hospital for 10 days, was transferred to rehabilitation services for 23 days and was then in a skilled nursing facility until (B)(6) 2015. It was noted that, after the customer was discharged, the customer compared the results from his coaguchek xs meter to the results from his cardiologist's meter and the results were within 0.1 inr units from one another. The actual results were not provided. The customer' s therapeutic range is 2.1-2.3 inr. The customer indicated he currently "doesn't feel like himself." He indicated he has been falling a lot due to his charcot foot disease. No additional adverse events due to the device were reported. The suspect product was requested for return; however, the customer no longer has the strip vial that was in use at the time of the event. The customer believes these have been discarded.